Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he needed assistance with the reservoir and tubing process of the insulin pump. Blood glucose level at the time of the incident was not provided. Customer reported having a recent blood glucose level of 408 mg/dl. Troubleshooting was declined. The insulin pump was not replaced or returned for analysis.